Event description:
Customer reportedly received results of 498 mg/dl and 108 mg/dl within 10 mins on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however,customer no longer has the test strips; replacement was sent.